Manufacturer narrative:
(B)(4). Batch # n56a60. Additional information requested but unavailable: what were the indications for surgery? What color cartridge was used when issue occurred? What other color cartridges were used? Did issue occur on 1st firing? If not, how many previous firings of device? Please explain what is meant by misfire? Did it staple or cut? What was the reason for the convert to open? What is the current patient status? The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the endocutter misfired during the procedure. The customer didn't indicate if the device cut tissue or deployed any staples. The procedure was converted to an open sigmoid colon resection. It was not reported how the procedure was completed or if there was any additional patient consequences.